Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not holding her updated rates. Customer reported that her endocrinologist programmed new rates, but the device reverted to the default settings. The customer reported that she had a blood glucose level of 400 mg/dl the day before the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.